Event description:
It was reported that an ilet pump depleted its battery and would not recharge despite proper placement on the beta bionics charging pad and verification of power sources, resulting in inability to power on; the reported device problem involved premature battery discharge and relates to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.